Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that merlin.net was unable to process a transmission. The patient was asymptomatic. The physician elected to reprogram the device. The patient was stable throughout the revision.